Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on 4/5/2007, had reached elective replacement indicator (eri). The patient was new to the clinic. It could not be determined when the device had succeeded 2.56 volts monitoring voltage measurement. There was a concern that the battery depleted earlier than expected. There was no report of adverse patient effect. The technical services consultant recommended replacement. There were no reported adverse patient effects.

Manufacturer narrative:
To date, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. Analysis was subsequently performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q1 2010 product performance report.